Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step and did not give ¿no cartridge¿ alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidence of a shorter than expected prime step in the pump¿s history. In addition, loss of prime alerts due to zero and non-zero low force were found. Using the returned battery and cartridge caps the pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. The pump alarmed for no cartridge detected during the rewind/load/prime sequence. Force sensor calibration reading was low out of specifications. Pump casing was opened and the connector pin for the force sensor wire was found to be cracked. The reported load step issue was verified in the black box and duplicated in the investigation.